Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the wisps in the coating of the tip knife was a tear in the wire sheath. However, the cause of the wire sheath (insulation coating) tear could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use . ¿when inserting or removing this product from the endoscope, pull the slider slightly to advance or retract the knife wire along the curvature of the tube. If the forceps base part of the endoscope is advanced or retracted with the knife wire deflected, the metal part of the forceps base may come in contact with the knife wire, possibly shaving the coating.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The knife was deformed and partly burnt and discolored. Also, the wire coating was torn into filaments. There was no defect in the part where the wire coating was torn. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that while the device was in use for a endoscopic retrograde cholangiopancreatography, the tip peeled off while inserting and removing the guide wire. No debris fell off. The device was used as is and the procedure completed. There was no harm or user injury reported due to the event.